Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 07/05/2018 stating that this lead was exhibiting some noise on the ra channel and the strip was showing some oversensing on the respiratory rate trend signal. The strip was also showing inhibition asystole for greater than 3 seconds. No known physician given. The facility was at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).